Manufacturer narrative:
This product has not been returned to boston scientific and, as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this patient's subcutaneous implantable defibrillator (sicd) and electrode exhibited noise and a wandering baseline which stabilized, but then the amplitude decreased to approximately half the size as compared to the onset. Smart pass had been disabled and there were untreated episodes. The device was reprogrammed from primary vector to secondary and untreated episodes were still occurring. A boston scientific (bsc) technical services consultant discussed potential reasons for the reported clinical observations and suggested troubleshooting options. The caller was going to bring the patient into the office for evaluation. No adverse patient effects were reported. Additional information was received three years after the initial observations were reported that this patient has received an inappropriate shock. The device was programmed to secondary following the shock and then smart pass was disabled due to small amplitudes and long intervals. Episode review noted potential sense b noise or a possible pocket fracture of the electrode. Isometric pocket manipulations, x-rays and rescreening was recommended and programming options were discussed. An appropriate shock was subsequently delivered. Isometrics were performed and noise was produced but was marked appropriately by the device. The clinical observation was documented and no action is required. The system remains in service and no adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's subcutaneous implantable defibrillator (sicd) and electrode exhibited noise and a wandering baseline which stabilized, but then the amplitude decreased to approximately half the size as compared to the onset. Smart pass had been disabled and there were untreated episodes. The device was reprogrammed from primary vector to secondary and untreated episodes were still occurring. A boston scientific (bsc) technical services consultant discussed potential reasons for the reported clinical observations and suggested troubleshooting options. The caller was going to bring the patient into the office for evaluation. No adverse patient effects were reported. Additional information was received three years after the initial observations were reported that this patient has received an inappropriate shock. The device was programmed to secondary following the shock and then smart pass was disabled due to small amplitudes and long intervals. Episode review noted potential sense b noise or a possible pocket fracture of the electrode. Isometric pocket manipulations, x-rays and rescreening was recommended and programming options were discussed. The system remains in service and no adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.